Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high/low alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported the sensor failed to alarm when blood glucose was low and as a result, the customer experienced symptoms of shakes and sweating, requiring juice as treatment by a third party. There was no report of death or permanent injury associated with this event.